Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level. The customer was assisted with resetting the pump by technical support, and after the reset, the malfunction code did not recur. The customer was informed to call back if any malfunction code recurred and was able to continue using the pump.